Event description:
It was reported the blade would not coagulate and locked out during a laparoscopic hepato-pancreatic procedure. Some bleeding was observed. Case completed with another blade. No further consequence to the patient.